Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown respiratory procedure, it was observed that the intercostal artery and vein were damaged with slr. Additional suture was performed to complete the case. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 03/26/25 d4: batch #unk . Additional information was requested, and the following was obtained: - the patient initials os, female and 60 years old and has bronchial asthma. A right lower lobectomy was performed on (B)(6) 2024. Two partial resections (s6 and s10) were performed. S6 was with slr into a black 60 at four firings and s10 was with slr into a green 60 at two firings. The surgery was completed without any problems, and the drain was removed on (B)(6). However, at around 2 am on (B)(6), the patient went into shock, and re-operation was performed. There was a lot of bleeding in the thoracic cavity, and the bleeding was coming from the intercostal artery. The doctor used an electric scalpel to stop the bleeding, and the surgery was completed without any problems. The patient survived. The patient was discharged and stable. - was there any other issue noted with the staple line (bleeding, malformed staples, staple line missing staples, etc.)? No - is the current patient status known discharged safely. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. H1: correction to serious injury. Additional information was requested and the following was obtained: why does the surgeon believe that the echelon staple line reinforcement cause or contributed to artery and vein bleed? Because there was bleeding from the intercostal artery that was approximately affected by the slr. Was there any other issue noted with the staple line (bleeding, malformed staples, staple line missing staples, etc.)? No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Reoperation with thoracotomy. Was there any other issue noted with the staple line (bleeding, malformed staples, staple line missing staples, etc.) No. Is the current patient status known? Discharged safely. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? N/a. Upon review of the additional information provided, it was concluded that this event does meet the FDA defined criteria for a serious injury.